Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report could not be confirmed but the occurrence was likely. In addition the investigation found the following findings; there was a stain adhered to the objective lens surface and the switch one had a scratch. The customer provided the following troubleshooting onsite: replaced the image processor, the fault still existed. When the white balance was calibrated an attempted 15 times, only successful two times, the remaining 13 times reported an error (e931). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an abnormal image, blurred image, sometimes clear image into the body, but stained with body fluids and mixtures (such as dimethylsilicone oil, etc.), the lens was blurred, and could not be rinsed off, could not be treated. The device was used in a diagnostic gastroscope procedure. The issue was found during a return test at the hospital. There were no reports of patient harm, delay of procedure and the patient was not under anesthesia. The facility finished the procedure with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the blurry image was a stain adhered to the objective lens surface while the user was handling the subject device. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97.¿ olympus will continue to monitor field performance for this device.